Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as under the therapy pads, under the left breast, and the back. The patient described the irritation as oozing sores. There was no alleged device malfunction contributing to the irritation. The patient is a nurse and used a wicking pad on the sore. The patient removed and returned the device and the irritation improved. Supplemental report 9/28/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as under the therapy pads, under the left breast, and the back. The patient described the irritation as oozing sores. There was no alleged device malfunction contributing to the irritation. The patient is a nurse and used a wicking pad on the sore. The patient removed and returned the device and the irritation improved.